Event description:
It was reported that the caller indicated that the patient had a nevro stimulation device implanted but it was explanted because it was not placed correctly. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).